Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)),/, malposition of essure device, migration of essure"), device expulsion ("expulsion of essure device/ migration of essure device location of device: right side sitting on uterus cavity, left side clearly partially migrated on left side, totally migrated on right side"), device breakage ("device breakage") and pelvic pain ("pelvic pain/pain") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "issue placing 2nd device in tube". The patient's medical history included asthma. On (B)(6) 2009, pathology essure device: gross only. Expulsion of essure device, right fallopian tube. Gross: specimen labeled ¿essure device¿ consists of a segment of metal measuring 3.7cm length and 0.2cm diameter. Essure confirmation test conducted: yes. Previously administered products included for an unreported indication: mirena from 2012 to (B)(6) 2019. Concurrent conditions included thyroid activity decreased. Concomitant products included duloxetine, ferrous gluconate, gabapentin since 2012, levonorgestrel (mirena) since 2012 and tramadol. In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and depression ("psychological or psychiatric problems: depression"). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), arthralgia ("joint pain") and groin pain ("groin pain"). The patient was treated with levothyroxine and surgery (tubal ligation and underwent procedure to remove essure/salpingotomy and underwent procedure to remove essure/salpingotomy). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, device breakage, dyspareunia, alopecia, feeling abnormal and depression outcome was unknown and the pelvic pain, back pain, abdominal pain, female sexual dysfunction, arthralgia and groin pain had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, alopecia, arthralgia, back pain, depression, device breakage, dyspareunia, fallopian tube perforation, feeling abnormal, female sexual dysfunction, groin pain and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2019: pfs received. Event onset date added: psychological or psychiatric problems: depression. Event outcome added for: groin pain. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)),/, malposition of essure device, migration of essure"), device expulsion ("expulsion of essure device/ migration of essure device location of device: right side sitting on uterus cavity, left side clearly partially migrated on left side, totally migrated on right side"), device breakage ("device breakage") and pelvic pain ("pelvic pain/pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "issue placing 2nd device in tube". The patient's past medical history included asthma. Previously administered products included for an unreported indication: mirena from 2012 to (B)(6) 2018. Concurrent conditions included thyroid activity decreased. Concomitant products included duloxetine, ferrous gluconate, gabapentin since 2012, levonorgestrel (mirena) since 2012 and tramadol. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), depression ("psychological or psychiatric problems: depression"), arthralgia ("joint pain") and groin pain ("groin pain"). The patient was treated with levothyroxine, surgery (tubal ligation and underwent procedure to remove essure/salpingotomy), surgery (underwent procedure to remove essure/salpingotomy), surgery (underwent procedure to remove essure/salpingotomy) and surgery (underwent procedure to remove essure/salpingotomy). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, device breakage, dyspareunia, alopecia, feeling abnormal, depression and groin pain outcome was unknown and the pelvic pain, back pain, abdominal pain, female sexual dysfunction and arthralgia had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, alopecia, arthralgia, back pain, depression, device breakage, dyspareunia, fallopian tube perforation, feeling abnormal, female sexual dysfunction, groin pain and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2009, pathology essure device: gross only. Expulsion of essure device, right fallopian tube. Gross: specimen labeled ¿essure device¿ consists of a segment of metal measuring 3.7cm length and 0.2cm diameter. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event added: groin pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)),/, malposition of essure device, migration of essure"), device expulsion ("expulsion of essure device/ migration of essure device location of device: right side sitting on uterus cavity, left side clearly partially migrated on left side, totally migrated on right side"), device breakage ("device breakage") and pelvic pain ("pelvic pain/pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "issue placing 2nd device in tube". The patient's past medical history included asthma. Previously administered products included for an unreported indication: mirena from 2012 to 13-aug-2018. Concurrent conditions included thyroid activity decreased. Concomitant products included duloxetine, ferrous gluconate, gabapentin since 2012, levonorgestrel (mirena) since 2012 and tramadol. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), depression ("psychological or psychiatric problems: depression"), arthralgia ("joint pain") and groin pain ("groin pain"). The patient was treated with levothyroxine, surgery (tubal ligation and underwent procedure to remove essure/salpingotomy), surgery (underwent procedure to remove essure/salpingotomy), surgery (underwent procedure to remove essure/salpingotomy) and surgery (underwent procedure to remove essure/salpingotomy). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, device breakage, dyspareunia, alopecia, feeling abnormal, depression and groin pain outcome was unknown and the pelvic pain, back pain, abdominal pain, female sexual dysfunction and arthralgia had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, alopecia, arthralgia, back pain, depression, device breakage, dyspareunia, fallopian tube perforation, feeling abnormal, female sexual dysfunction, groin pain and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2009, pathology essure device: gross only. Expulsion of essure device, right fallopian tube. Gross: specimen labeled ¿essure device¿ consists of a segment of metal measuring 3.7cm length and 0.2cm diameter. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)),/, malposition of essure device, migration of essure"), device expulsion ("expulsion of essure device"), device breakage ("device breakage") and pelvic pain ("pelvic pain/pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "issue placing 2nd device in tube". The patient's previously administered products included for an unreported indication: mirena from 2012 to (B)(6) 2018. Concurrent conditions included thyroid activity decreased. Concomitant products included duloxetine, ferrous gluconate, gabapentin since 2012, levonorgestrel (mirena) since 2012 and tramadol. In 2009, the patient experienced depression ("psychological or psychiatric problems: depression"). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog") and arthralgia ("joint pain"). The patient was treated with levothyroxine, surgery (tubal ligation and underwent procedure to remove essure/salpingotomy), surgery (underwent procedure to remove essure/salpingotomy), surgery (underwent procedure to remove essure/salpingotomy) and surgery (underwent procedure to remove essure/salpingotomy). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, device breakage, dyspareunia, alopecia, feeling abnormal and depression outcome was unknown and the pelvic pain, back pain, abdominal pain, female sexual dysfunction and arthralgia had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, alopecia, arthralgia, back pain, depression, device breakage, dyspareunia, fallopian tube perforation, feeling abnormal, female sexual dysfunction and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2009, pathology essure device: gross only. Expulsion of essure device, right fallopian tube. Gross: specimen labeled ¿essure device¿ consists of a segment of metal measuring 3.7cm length and 0.2cm diameter. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet was received - reporter and patient dempgraphic added. The following events were provided: expulsion of essure device, apareunia, fallopian tube perforation, device breakage, back pain, joint pain and issue placing 2nd device in tube. Events outcome of back pain, joint pain, pelvic pain, abdomen pain were updated to recovered.concomitant drugs and treatment drug was added. On 4-apr-2018: fu1 and fu 2 process together. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), alopecia ("hair loss") and feeling abnormal ("brain fog"). The patient was treated with surgery (underwent procedure to remove essure). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, alopecia and feeling abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, feeling abnormal and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.